Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece measuring approximately 0.384 in x 0.084 in was found to be broken off. The broken piece was not returned. The components adjacent to this broken blade did not show damage. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a vinci-assisted surgical procedure, the harmonic ace instrument had damaged tip to the jaw. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 18-feb-2026: the blade was broken off, and the tip was completely detached from the instrument. There was no fragment that fell into the patient. The instrument was inspected prior to use and no damage was found. The instrument was found to be damaged when it was removed from the arm and placed on the instrument table. The instrument was used for approximately one hour. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure.